Event description:
The customer reported that the blade got stuck during the case and they were unable to use the handpiece any further into the procedure. There was no patient injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.